Event description:
It was reported that an ilet pump sustained physical damage, including a cracked and unresponsive touchscreen with a dented housing and a broken belt clip, and a replacement device was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communications and analysis of information provided by the user. Investigation of this case revealed evidence of stress-related damage consistent with a fracture of the device¿s touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.